Manufacturer narrative:
Actual sample was received in an open hardpack and a dried brown substance was noted at the tip of the syringe. Analysis revealed the substance was blood. The lot history was reviewed; no ref. To blood or foreign matter found in syringe barrels was noted. No injury incidents were reported by employees using the assembly machine in question. It would be very difficult for blood to get into the syringe barrel as the only time it is in an upright position is when it is in an assembly area completely closed and protected. Because the syringe was open upon receipt, it is impossible to determine at what point the blood contamination occurred. No other reports have been reported against this lot.

Event description:
A nurse went to use a sealed, sterile 3cc syringe. The lid snapped as it normally does when the seal is broken on the syringe container. She went to attach a needle and noticed what appeared to be dried old blood near the tip of the syringe. The syringe was not used.